Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 200-300mg/dl fasting. Verified the strips expire 06/16/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, 561mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern with hi result on (B)(6) 2015 9:26pm5 and 577mg/dl (B)(6) 2015 04:31:00 pm fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.

Event description:
Consumer complaint of blood results reading "hi." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 200-300mg/dl fasting. Verified the strips expire 06/16/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, 561mg/dl fasting. Customers concern with hi result on (B)(6) 2015 9:26pm 5 and 577mg/dl (B)(6) 2015 04:31:00 pm fasting: yes. Adverse event not reported.